Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a hardware low level failure. They performed a self-test prior to the call and it did not pass. The customer was able to clear the alarm during the call. The customer also reported that their blood glucose kept going low. They would treat with food. Their blood glucose at the time of the incident was 49 mg/dl. It is unknown if they were using auto-mode. The device will be returned for analysis. Unomed set. Frn-unk-rsvr.

Manufacturer narrative:
Insulin passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However,hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace on keypad assembly.